Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited oversensing of noise and high impedance on the right ventricular channel. During a revision procedure, it was noted that the set screw was not tightened from the original implant. The leads were disconnected and reconnected to the device after testing normal. The set screw was tightened and the procedure was completed successfully. The patient was stable.